Event description:
The reporter did no state the reason for the return of the personal alarm. There was no pt contact or injury reported. Inspection shows that the alarm had damage to a black battery wire which caused the alarm to work intermittently.

Manufacturer narrative:
Eval results: other - the alarms black battery wire is damaged, and the tone is intermittent.